Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the nc quantum apex catheter was received with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole aligned with the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. A 15mm x 2.00mm quantum apex balloon catheter was attempted to dilate the lesion at proximal to mid left anterior descending artery. First and second inflations were at 20 atmospheres and the balloon ruptured at 20 atmospheres during the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, balloon rupture occurred. The 100% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery. A 15mm x 2.00mm quantum apex balloon catheter was attempted to dilate the lesion at proximal to mid left anterior descending artery. First and second inflations were at 20 atmospheres and the balloon ruptured at 20 atmospheres during the third inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.